Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer would suddenly display a black screen but it was confirmed that the programmer had an error. It was also indicated that the case feet were worn. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would suddenly display a black screen and error. The programmer was returned for service. No patient complications have been reported as a result of this event.